Manufacturer narrative:
The reported events were of high capture thresholds and build up tissue. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. X-ray examination of the lead did not find any anomalies. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. The lead was explanted when some build-up was noted around the rv lead. There were no adverse health consequences; the patient was in stable condition.